Event description:
It was reported that a patient received a questionable result when testing with coaguchek inrange meter serial number (B)(4). At 8:08, a sample from the patient was tested using the meter, resulting in a value of 1.6 inr. At 8:11, a sample from the patient was tested using the meter, resulting in a value of 2.2 inr. The patient has a therapeutic range of 2 - 3 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch occupation - the occupation is patient/consumer.

Manufacturer narrative:
The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 41%. Donor 2 hct: 45%. Testing results: donor #1: retention meter and master lot strips: 2.2 inr; retention meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 3.8 inr; retention meter and customer strips: 3.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.